Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 28 mg/dl; ems was dispatched to her home as a result. The customer treated via food and glucose tablets. The customer checked her blood glucose every two or three minutes after treatment. Her blood glucose increased to 57 mg/dl, then 68 mg/dl, then 81 mg/dl, and 89 mg/dl. Before ems arrived her blood glucose was 111 mg/dl. She was unsure if ems would take her to the hospital or not. No products were returned or replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer reported via phone call that she was taken to the emergency room after the paramedics arrived at her house, and she is now calling back for troubleshooting. The customer stated that she discharged that same evening. The customer had a high blood glucose of 296 mg/dl at the time of the call as she had removed the pump due to the incident. Troubleshooting was performed, and the pump was programmed correctly. The pump passed the displacement test. The customer is not sure if the pump is over delivering insulin. The customer stated that she was dealing with a urinary tract infection. Advised the customer that the pump would be replaced.